Manufacturer narrative:
Further investigation determined the issue was resolved by the re-centering of the sample probe.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received a questionable c-reactive protein gen.3 result for one patient sample. The initial result was 0.02 (<1) mg/l and was reported outside the laboratory. The doctor questioned the result as it was inconsistent and an improbable result. The repeat results were 280.33 mg/l and 276.29 mg/l. The patient was not adversely affected. The reagent lot number was 181885. The expiration date was requested, but was not provided. Based on the provided reaction data, it was suspected that the probe was not centered. The probe was re-centered. Several errors were noted on the provided calibration data indicating agglutination of the latex particles due to improper mixing of the reagent.